Event description:
Clinical information: (B)(4) - vista registry, patient site ID: (b)6). It was reported that on (B)(6) 2024, an 29mm navitor valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 23mm non-abbott device. It was noted during procedure via electrocardiogram, that the patient developed a left bundle branch block (lbbb). There was no calcification extending beneath the aortic annular plane in the there was no non-uniform expansion during implant. There was no difficulty experienced implanting the 29mm navitor valve. The final non-coronary cusp implant depth was 4mm and the final left coronary cusp implant depth was 7mm. No intervention was performed or planned. The patient did not have a prolonged hospital stay for monitoring of rhythm. On (B)(6) 2025, it was noted via transthoracic echocardiogram that patient had a moderate perivalvular leak. There was no intervention performed and no initial or prolonged hospitalization due to this event. The perivalvular leak on echocardiogram closest to discharge was mild-to-moderate. The cause of the patient's lbbb is attributed to an unknown guidewire, the pre-implant dilatation, and the 29mm navitor valve implant. The cause of the perivalvular leak is uncertain, but potentially attributed to calcium distribution. The patient was stable at the time of report.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported heart block appears to be related to procedural conditions (guidewire manipulation, pre-implant dilatation, implant depth). The cause of the perivalvular leak is uncertain, but potentially attributed to calcium distribution, per case details. Minor injury/ illness / impairment was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.